Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with a right ventricular (rv) lead that exhibited lead noise and varying high voltage impedance measurements due to suspected lead damage. No interventions were made or recommended. The patient was ins table condition.